Event description:
It was reported that the pump usb charger cable was damaged, and the wires were exposed. A replacement cable was sent to customer. Customer's blood glucose ranged from 167-168 mg/dl.

Manufacturer narrative:
Device not returned.